Event description:
(B)(4) study. Same case as 2134265-2013-04252. It was reported that post coronary stenting treatment procedure, chest pain occurred. In (B)(6) 2011, the subject was diagnosed with stable angina and cardiac catheterization was recommended. The target lesion #1 was located in the mid lad with 90% in-stent restenosis and was 38 mm long with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with direct stent placement using two overlapping (3.00 x 32 mm and 3.00 x 16 mm) taxus liberte stents. Following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and prasugrel on the same day. In (B)(6) 2013 the subject presented with chest pain and was hospitalized. No additional information is available at this time and the site has been queried to provide further details.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).